Manufacturer narrative:
UDI - the corresponding lot is not subjected for UDI. Device was not implanted. The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation was based upon evaluation of user facility information, and evaluation of retention samples of the involved product/lot number combination. Incoming inspection for the catheter tube raw material was conducted through verification of inspection report and certificate of analysis from our supplier. Records for the supplied catheter tube material for this production lot showed passed results. In-process for visual inspection is every start of the shift and every 8 hours and functional inspection is conducted once per shift, sampling size referenced to iso 2859-1. All samples passed the produced lot had undergone two stations of 100% visual inspection. The first station covers the overall condition of the product. The second station covers inspection of catheter tip and needle tip condition and the distance between catheter tip and needle heel. Visual evaluation of the retention samples revealed no defects. Retention samples were also subjected to catheter tube and catheter hub fitting force. Results were all passed. A review of the lot history record of the involved lot was conducted with no relevant findings. Prior to shipment, qc conducts outgoing visual inspection and functional evaluations and all samples for the complaint lot passed. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined based on the available information from the user facility and investigation results. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017.

Event description:
The user facility reported that while removing an I v catheter from a patient, the white IV part snapped off where it joins the port and stayed in the patient's vein. Thankfully, a couple of mm were still visible and we were able to remove it with forceps. The catheter had no issues when placed; it did not kink and advanced easily. It was in for less than 24 hours before removal. There were no other issues during removal, it was a well behaved patient, was un-taped routinely without manipulating the port excessively and started to slide out as usual before breaking. It was reported the patient has minor harm. Additional information received on 05/16/2018: the patient was a border collie. The only product injected through the catheter was sterile saline (aquapharm) using a giving set. There was no impact on the patient's procedure, it was being removed in order to discharge the patient and there had been no issues with the catheter or flow during the patient's treatment. No further follow up appointments or treatments were needed in regard to this issue.